Manufacturer narrative:
Device manufacture date, corrected data: this date was inadvertently not included on the initial report.

Event description:
The physician reported that high impedance was detected on the patient's device. He noted that the x-ray did not reveal a fracture, the patient's generator and lead were replaced. The suspect product has not been received, to date. No further relevant information has been received to date.